Manufacturer narrative:
After calibrating the touchscreen, the customer confirmed that the device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the top left part of the touchscreen was not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse), and the customer verified that the top left of the touchscreen and the alarm silence and alarm reset functions were not responding to touch. The rse instructed the customer to calibrate the touchscreen. Although the customer was able perform the calibration, the upper left region of the touchscreen had to be touched a few times before the touch was recognized. The rse provided the customer with the part number of the touchscreen for repair. The investigation is ongoing.